Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead were explanted. The patient was experiencing inappropriate therapy and the threshold measurements were high. The ICD was exhibiting early battery depletion. The physician elected to perform an invasive procedure and found insulation damage and possible fracture on the endotak lead. The lead and ICD were both removed and replaced.